Event description:
The customer reported that the system had a broken power plug, and the earth pin was lost.

Manufacturer narrative:
This MDR is related to ge healthcare. The plan to replace the parts is under negotiations with the customer.